Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/3. Continued to h.6. Health effect - clinical code: e0744. Continued to h.6. Health effect - impact code: f2303 continued h.6. Investigation code: b12, b14, b15 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of appendicitis, pseudomonas aeruginosa infection, upper respiratory infection, and pelvic inflammatory disease, deemed not device related, are considered unexpected adverse drug experiences.

Event description:
Healthcare professional reported a clinical patient was injected sometime in the neck lines with 2 ml of juvéderm® volite¿. After experiencing "right lower abdominal pain for over 7 hours" then being diagnosed as "acute suppurative appendicitis," deemed not device related, patient was admitted to the hospital. Laparoscopic appendectomy operation was performed. Patient also experienced non-device related events of pseudomonas aeruginosa infection, acute upper respiratory tract infection and acute female pelvic inflammatory disease. Treatment noted as ultrashort wave therapy, cefuroxime axetil tablets, kganliyan oral liquid, and cefoperazone sodium and sulbactam sodium for injection.